Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set broke the following information was received by the initial reporter with the following verbatim it was reported by customer that the spin collar cracked off hub of extension set when nurse checked infusion.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample was conducted an the male luer adapter is missing its securement collar. Further examination of the component shows that there is a crack in the adapter manifold body. The customer complaint of component damage ¿ leak was confirmed. The investigation was forwarded to the luer connector supplier for further evaluation. Based on the findings of the investigation, and review of the component and full assembly processes, it was determined that the issue was not caused during each of those processes. Further evaluation of the sample indicates that the issue may have been caused by the customer using an antiseptic on the luer surfaces and not allowing the surfaces to dry completely, creating an issue where the luers connections can adhere together. When trying to disconnect this connection afterwards, the luer connection can crack. The root cause for the issue is likely a user issue. A device history record review for model mz9325 lot number 24099166 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.